Manufacturer narrative:
(B)(4). Corrected device history review lot#: per DHR the product auto endo5 ml, lot # 73g1600384 was manufactured on 07/18/2016 a total of (B)(4) pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number provided 73g1600348 does not match to the product code reported on the complaint. Verification of failure mode reported in the current manufacturing process: 8 samples were taken from the current production (543965 autoendo5 ml) lot # 73c1700360, the samples were functionally inspected according with (B)(4), and issue reported "initial one fires then the next one fail" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device as the jaws did not open completely. However, it was able to close. The same issue was found with the next five clips that were fired from the device. The seventh clip, however, was able to properly load and close. The device was disassembled to inspect the internal components. Upon disassembly, no damages were found to any of the internal components. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "initial one fires then the next one fail" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load due to the jaws not opening completely. The same issue was found with most of the remaining clips. Only one clip was able to properly load and close. The device was disassembled, but no damages were found. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. It could not be determined what caused the jaws not to open completely to prevent most of the clips from loading properly. No further action will be taken.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.